Manufacturer narrative:
(B)(6). Patient weight is unknown. Date of event: unknown. This report is for an unknown 5mm cannulated variable locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (Therapy date): unknown date in (B)(6) 2015. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 on a fractured femur due to nonunion and a broken 5mm cannulated variable locking screw. Original open reduction internal fixation (orif) of the femur performed in (B)(6) 2015. All other hardware was removed and found to be intact. The patient was revised with 18-hole 95 degree condylar blade plate. There was no surgical delay and patient status reported as stable. Concomitant devices reported: 4.5mm va-lcp curved condylar plate (part 02.124.419, lot 9420756, quantity 1); screws (part unknown, lot unknown, quantity 12); washer (part unknown, lot unknown, quantity 1). This report is for an unknown 5mm cannulated variable locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing location: (B)(4). Manufacturing date: august 09, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: one 5.0mm cannulated va locking screw (part 02.231.685, lot 8025699) was returned for investigation. The returned implant was broken into two pieces right at the base of the head. The remainder of the screw has damage consistent with implantation and removal. An inspection of the fracture surface (under 20x magnification) showed no voids or anomalies that would indicate a material nonconformity. The exact cause for the complaint condition could not be determined due to the lack of information surrounding the event; but it is likely that the screw failed due to fatigue from cyclic loading. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. Fifteen (15) additional devices were received with the broken screw. Upon a visual inspection, no issues related to the complaint condition were found. It was determined that these devices were concomitant and did not lead to the broken screw. Per the technique guide, the complaint device and returned concomitant devices are part of the 4.5mm va-lcp curved condylar plate system and is indicated for butressing multifragmentary distal femur fractures. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The design is determined to be adequate for its intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices reported: 3.2mm drill bit (part 310.31, lot u220245, quantity 1); 5.0mm va locking screws (part unknown, lot unknown, quantity 8); cortex screw (part unknown, lot unknown, quantity 3); 2.7mm metaphyseal screw (part unknown, lot unknown, quantity 1)